Manufacturer narrative:
The complaint number which captures postoperative breakage of the plate, non-union is corrected to (B)(4) and the complaint number for this report has been corrected to (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The postoperative breakage of the plate, nonunion, and the resulting revisions surgery are addressed in related complaint (B)(4) . This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is four (4) unknown 2.7 mm va locking screws. Part and lot numbers were not provided for reporting. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the service and repair and device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to a nonunion and plate breakage. The initial open reduction internal fixation (orif) of the right pilon fracture procedure was performed on (B)(6) 2016. Patient was initially implanted with one (1) 2.7 mm/3.5 mm variable angle (va) locking compression plate (lcp), unknown quantity of 3.5 mm cortical screws, and an unknown quantity of 2.7 mm va locking screws. During a follow up visit on an unknown date, it was discovered by x-ray that the plate had broken and patient had nonunion. The x-rays did not show any screw breakage. It is unknown how the breakage and nonunion were discovered and if patient reported any adverse events. Patient had revision surgery on (B)(6) 2017. During revision surgery, it was discovered that the heads of four (4) 2.7 mm va locking screws had broken during removal. It is unknown if the screws broke prior or during revision surgery. No fragments were generated due to broken devices. The implants were easily removed without requiring medical intervention. The cortical screws and remaining va locking screws were removed intact. Patient was revised to one (1) 3.5 mm lcp antero-lateral plate and unknown quantity of screws. Surgeon also added one (1) 3.5 mm reconstruction plate to the fibia and unknown quantity of screws for stabilization. The revision surgery was successfully completed without surgical delay. The patient outcome was reported as stable. This report addresses incident of the intraoperative 2.7 mm screw breakage. The postoperative breakage of the plate, nonunion, and the resulting revisions surgery are addressed in related complaint com-(B)(4). Concomitant devices reported: 2.7 mm/3.5 mm variable angle (va) locking compression plate (lcp) (part #: 02.118.206, lot #: 9913823, quantity of 1) and 3.5 mm cortical screws (part # unknown, lot # unknown, quantity unknown). This report is four (4) unknown 2.7 mm va locking screws. This report is 1 of 1 for com-(B)(4).